Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon ruptured. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d1, d4, g4, g7, h2, h3, h4, h6, h10. Lot #: 3000100339. Serial #: (B)(6). The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned non-maquet sheath was over the catheter and partially covering the taper portion of the balloon. The extender tubing was also returned. Two catheter tubing kinks were observed at approximately 34.5cm & 75.7cm from the iab tip. Additionally, the forceps that were placed on the extracorporeal tubing caused damage to the tubing located at approximately 37.8cm from the rear of the y-fitting. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and one leak was detected on the membrane at approximately 1.5cm from the rear seal and approximately 0.025cm in length. Also, a secondary leak point measuring approximately 0.51cm in length was also observed on the extracorporeal tubing at the location where the forceps were placed. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. However, the secondary leak was most likely caused by the placement of forceps on the extracorporeal tubing. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon ruptured. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon ruptured. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: date of report, concomitant medical products, premarket identification, type of report, follow up type, device evaluated by MFR, adverse event problem, concomitant medical products. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).